Event description:
Diligence is complete and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Devices are used for treatment. Review of complaint histories identified additional similar complaints for the reported products and additional similar complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review, in order to identify potential adverse trends. X-rays received: images assessed, not sending to mmi for unable to coordinate undated images to event, sending images would not enhance the investigation. No surgical report was provided. It can be assumed that multiple contributing factors, related to either patient condition and behavior or implantation procedure, contributed to the migration of the screws. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. An additional deeper investigation was performed which identified the design limitation of the corelock mechanism of the affixus nail as a potential contributing factor. As part of the deeper investigation, a scientific literature search was conducted and a systematic review of the outcome of intramedullary nailing for acute proximal humerus fracture showed that screw migration and perforation into the joint is the second most common complication following secondary loss of reduction. In addition, scientific literature of competitor and predicate devices were assessed. This review has shown that the affixus® natural nail® proximal humeral system performs better and/or in equal range in comparison with legally marketed similar devices. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2024-00010-1 0009613350-2024-00011-1 0009613350-2024-00012-1

Manufacturer narrative:
(B)(4). D10. Cortical bone screw, ã¿ 4x28mm item# 47248612840 lot# 3152732 cortical bone screw, ã¿ 4x28mm item# 47248612840 lot# 3164731 proximal humerus nail cap, 0mm item# 47248801000 lot# 3178851. G2. Report source: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2024-00010 0009613350-2024-00011 0009613350-2024-00012.

Event description:
It was reported that operation was performed with ann approximately 1 month ago. After 4 days from the initial, surgeon found all proximal screws were backed out from the proper position. No reoperation date has been set, but the ann will be removed, and the rsa will be performed. No known impact or consequence to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.